Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration was 1162ml, indicating the patient drained 1162ml more than the prescribed fill volume of 1800ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient did not report any symptoms of overfill. The nurse stated that the patient has resumed therapy. The nurse stated that there was no patient injury or medical intervention associated with the iipv found during evaluation.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The assignable cause of the iipv was undetermined due to additional therapies performed by the customer overwriting the event log and alarm log. Labeling review found labeling to be sufficient for potential use errors in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).